Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. However, analysis found corroded motor home switch. The insulin pump had cracked battery tube threads, broken belt clip slot and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was performed. The device was returned for analysis.